Event description:
The hub fell off of the drain. The district manager asked for details for each of these occurrences but the customer could not confirm the individual event dates, lot numbers or any specifics for each case other than provided in this file. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. (B)(4). Device not returned as it remains in patient. Per information supplied by the devices will not be returned. An IFU is provided that describes the appropriate warnings, precautions and placement techniques. Per incoming quality control specification, it is verified that the material supplied with adapter is bonded securely between tubing and adapter. In addition, proximal end of catheter and fitting is confirmed as well as security of fitting is verified. Without the return of the actual complaint device we are unable to determine with certainty what may have led to this failure mode. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment, no risk, mitigating action is required at this time.